Event description:
Customer alleges discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio inr 2.2, laboratory inr 5.3. The time between testing was three hours. Therapeutic range was 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The device is expected to return; however, has not yet been received. Investigation pending.